Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was no abnormality on the exterior and the reported phenomenon could not be duplicated, also the subject device could function without any problem. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image disappeared. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, it was found that the indicated phenomenon could not be confirmed multiple times at the facility, and that it was sterilized by a method other than the sterilization method described in the instruction manual. It is presumed that the camera head accidentally broke down and the image was suddenly disappeared due to sterilization by a method not described in the instruction manual. If additional information becomes available, this report will be supplemented.